Event description:
It was reported that, just back from repair and the device experienced a failed occlusion. 31.48psi. The event occurred during testing.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed there was no relevant issues to the reported complaint. The customer reported complaint was not confirmed with visual inspection and functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. Replaced downstream occlusion (dso) seal as preventative maintenance and performed dso/upstream occlusion (uso) calibration and occlusion tests. The performance verification testing was performed, and the device passed all functional testing after repair.